Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant paint and back pain with leg pain. It was reported that that they were having problems with the handset. The patient said that the issue started over the last few months. The patient said that the handset kept losing connection with the communicator, and it would take 20 minutes in order to resync the equipment to the pump. The handset would crash when they were going to deliver a bolus and would say that boluses were being delivered when they were not actually being delivered. The agent had the patient close all the apps on the handset and check the handset quick panel. Mobile data was enabled on the handset, so the agent had the patient turn mobile data off. The agent had the patient attempt to connect to the pump. It was then discovered that the handset was lagging at 90%. The agent reviewed and guided the patient through clearing the data. The agent had the patient connect to the pump, and they were able to connect to the pump. They said that the connection was slower however, even though from agent's perspective it connected quicker than the initial attempt. The patient saw that they were locked out for 3 hrs and 6 mins. They then repeated that the handset would crash and shut off completely when they would hit the button to deliver a bolus. The patient said that healthcare provider (hcp) checked the pump today, and that everything was fine on the pump. The hcp told them to call patient services to get a new handset. The agent connected the to healthcare it (hcit) for further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.